Event description:
It as reported that during a stenting treatment procedure, guide wire deterioration occurred. The 90% stenosed target lesion was located in the left carotid artery. When the physician tried to deploy the filter wire device, the sheath did not retract and resistance was noticed. The guide wire was properly held to deploy the filter wire device and retract the sheath. The physician peeled the sheath with a scalpel and the sheath was retracted, but the guide wire was so deteriorated that the physician decided not to continue with the procedure. The filterwire was removed outside the patient without any difficulty. The procedure was not completed due to this event. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).